Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: oss poly tibial bushing, cat#: 150476, lot#: 528280; oss lock pin, cat#: 150478, lot#: 0000165580; oss segmental stacking adapter, cat#: 150483, lot#: 604630; oss reinforced yoke, cat#:150493, lot#: 0000225345; compress anchor plug 12 mm, cat#: 178402, lot#: 985030; cps small med force 12mm spindle, cat#: 178464, lot#: 135760; compress nut, cat#: 178512, lot#: 718380; transverse pin set, cat#: 178526, lot#: 766880; compress 14mm centering sleeve, cat#: 178536, lot#: 276440; cps taper locking cap, cat#: 178710, lot#: 396730; 24mm transverse pin, cat#: rd125061, lot#: 019130; oss red exp dstl fem lt assy, cat#: cp111803, lot#: 085120; oss rs axle, cat#: 161035, lot#: 273130; oss rs fem bushings, cat#: 161034, lot#: 786860; oss rs non mod tib plate long, cat#: 161039, lot#: 211120. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08955 - 1, 0001825034-2018-09192.

Event description:
It was reported that the patient underwent a knee revision due a custom expandable device fracturing; the fracture piece reportedly migrated in the joint space causing the tibial bearing to break leading to wear and metallosis. The expandable device was removed and a hinged femoral system was implanted.

Manufacturer narrative:
The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision due a custom expandable device fracturing; the fracture piece reportedly migrated in the joint space causing the tibial bearing to break leading to wear and metallosis. The expandable device was removed and a hinged femoral system was implanted.